Event description:
Additional information received reports it was unknown if there were a fifty percent or greater symptom reduction, unknown if device related and unknown if reprogramming was need. The patient hadn¿t been seen in the office since (B)(6) 2012.

Event description:
It was reported that the patient¿s device had not been working for about 6 months to a year prior to report. The patient also wanted guidelines for getting an MRI of the knee. No symptoms, outcome, or actions taken were reported. Follow-up is being conducted to obtain these answers.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01w5v, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.